Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after 16 days in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Manufacturer completed the entire form. Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is complete.